Event description:
It was reported that the device had not tripped eri. Review of the battery data noted that the eri trim value was set incorrectly. It was suggested to changeout the device since the battery voltage and magnet rate were below the eri value. The device was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.